Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was unresponsive. Device had a blank display. Customer's blood glucose was 23 mmol/l. Batteries were loose in the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received missing retainer and was unable to perform displacement test or occlusion test due to missing the retainer. The insulin pump was also received with corrosion in battery tube, corrosion on the force sensor assembly and moisture damage on all the electronic assemblies. Unexpected hardware low level failures alarmed during self-test due to moisture damage on keypad assembly. No loose battery anomalies however, cracked battery tube threads noted during our visual inspection. No unexpected replace battery alarms noted during testing; the power management graph was in specification. No unexpected blank display anomalies or unresponsive keypad anomalies during testing. No unexpected frozen display anomalies; time advanced properly. The insulin pump passed rewind test, prime seating test, basic occlusion test, force sensor test, sleep current measurement and active current measurement. The insulin pump had severely deep scratches on the casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and cracked case on battery tube area. The insulin pump was missing serial number label, the end cap address label and the reservoir tube o-ring.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.